Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, the pp+ line varied in resistance. The cause of the test failure is the variance in resistance. The cause of the variance in resistance is a cold solder joint. The root cause of the cold solder cannot be positively identified but is likely assembly error. No adverse event resulted from the poorly soldered belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4)failed incoming testing. The last pt to use this belt did not report any deficiencies.